Manufacturer narrative:
(B)(4).

Event description:
The pt experienced withdrawal symptoms: increased spasticity, legs get "jumpy," and some itching. The symptoms occurred intermittently since (B)(6) 2010. When the symptoms occurred, they lasted approximately 14 hours. The pt continued to experience the symptoms despite pump drug boluses and dosing increases. There were no pump alarms. A dye study and roller study revealed no problems. The physician requested the pump drug lioresal 2000 mcg/ml be tested. Additional information has been requested, but was not available as of the date of this report.